Manufacturer narrative:
The results of the investigation are inconclusive since the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was experiencing pain the ipg pocket site. Surgical intervention took place on (B)(6) 2019 where the physician relocated the ipg pocket site. This addressed the issue.